Event description:
It was reported that the device was explanted and replaced due to 3 electrical resets. The device was subsequently returned with report of elective replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the firmware did not write to the escape register for 3 escape reset periods which sent a reset pulse to both the controller and the microprocessor. The root cause could not be determined. Other text: it was reported that the device was explanted and replaced due to 3 electrical resets. The device was subsequently returned with report of elective replacement. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination; component/subassembly failure. No conclusion can be drawn. Elective replacement.